Event description:
The report from clinical study (B)(6) for patient with ID# (B)(6), indicated that the procedure was coil embolization assisted with an enterprise vrd (enc452812/01427240) of the right parasellar artery, and approximately six months after the index procedure, the patient complained of paralysis in left-upper and left lower limb, right sided gaze palsy as well as left hemispatial neglect associated with the transient ischemic attack. Action taken was administration of edaravone, argatroban hydrate and clopidogrel sulfate. The paralysis was resolved within 24 hours, and the event outcome after onset was recovered without sequel. A months after the procedure, the angiogram revealed recanalization of the treated aneurysm (orbit coils 638cs1430/lot unknown x3), orbit galaxy coil 640cf0824/lot unknown x5, 640cf0515/lot unknown x3, 640cf0410/lot unknown), cashmere coil (crc141025-30/lot unknown x5, crc140615-30/lot unknown x3), helipaq coil (che180620-30/lot unknown x2, che180520-30/lot unknown x2), v-track microplex cosmos-18 (16mm x 52cm total 2)/terumo, ed coil(12mm x 30cm total 3) /(B)(4)) due to coil compaction. Additional coil embolization was performed the following month. After the procedure, the angiographic appearances were satisfactory and there was no issues noted. No further information was provided. Prior to the event of paralysis, the patient was compliant with medical therapy, and the patient did not have any indications of any conditions causing hypercoagulable state. The enterprise stent was fully expanded, appose to the vessel wall and in a stable position as compared to position after placement. No other procedures were scheduled, and no further information was available.

Manufacturer narrative:
The outcome of transient ischemic attack, paralysis of upper and lower extremities on the left side, right sided gaze palsy and left hemispatial neglect as was indicated as ¿recovered without sequelae¿. According to the physician, the relationship of the above events to the procedure was unknown and to the vrd was also unknown because the lesion that caused these events was not confirmed in both MRI and angiogram. The outcome of aneurysm recanalisation as of time of treatments was indicated as ¿ongoing/improved¿. According to the physician, the relationship of the event to the procedure was unrelated and to the vrd was also unrelated because it was natural course of the symptom and due to disappearance of thrombus within the treated aneurysm. The patient¿s medical history consisted of intention tremor. The unruptured saccular aneurysm neck was 10.6mm, and the neck to sac ratio was 10.6mm:17.0mm. The parent vessel size diameter proximal was 4.2mm and distally was 4.2mm. Mrs before the index procedure on (B)(6) 2011 was 0, after the procedure on (B)(6) 2011 was 0, on (B)(6) 2011 was 0. The act was 247 seconds post anticoagulation. Act was not measured pre-anticoagulation. No information regarding inr, pt, and ptt. The occlusion rate of aneurysm was 100% after the index procedure. Antiplatelet therapy included aspirin 100mg/day: (B)(6) 2011 ~ongoing, clopidogrel sulfate 75mg/day: (B)(6) 2011, 50mg/day: (B)(6) 2011, 25mg/day: (B)(6) 2011, 75mg/day: (B)(6) 2012, 50mg/day: (B)(6) 2012, 25mg/day: (B)(6), argatroban hydrate 60mg/day: (B)(6) 2011, (B)(6) 2012, heparin 3000u: (B)(6) 2012, and heparin 4000u was administered intra-procedurally. Concomitant products: prior to implanting the vrd at the time of index procedure devices used consisted of cello/fuji systems co, chikai/asahi (B)(4), prowler select plus (606-s255x/lot# unk). Other devices utilized during the index procedure were an excelsior sl10, chikai/asahi (B)(4), vtrack/terumo(total2), three orbit coils (638cs1430/lot# unk), ed/kaneka coils (x3), crc141025-30 (x5-lot# unk, orbits glaxy coils (640cf0824/lot# un x5), che180620-30 coils (lot# unk x 5), che180520-30 coils (lot# unk x2), crc140615-30(lot# unk x3), orbit galaxy coils (640cf0515/lot# unk x3), and an orbit galaxy (640cf0410/lot# unk). No further information was available and procedural images are not available. The 1-year follow-up took place on (B)(6) 2012, aneurysm neck was 10.0mm, and the neck to sac ratio was 10.0mm:17.8mm. The parent vessel size diameter proximal was 4.1mm and distally was 4.0mm. The occlusion rate of aneurysm was 95%. Mrs was 0. The 2-year follow-up took place on (B)(6) 2012, the angiography was conducted but both aneurysm size and vessel size were not measured. The occlusion rate of aneurysm was 98%. Mrs on (B)(6) 2013was 0. The devices remain implanted and were not returned for analyses. Additionally, no lot numbers were provided to conduct DHR review. Aneurysm recanalization after coil embolization is a known potential event and has been estimated to occur in anywhere from 5% to 38% of coiled aneurysms. Factors which may have a correlation with recanalization post coil embolization include neck size, packing density, and inflow angle. Procedural factors and vessel/aneurysm characteristics may have contributed to the reported aneurysm re-canalization. With review of the limited information, there is no indication of any device manufacturing issues related to the event. Therefore, no corrective actions will be taken. Please note that this report is for 8 cashmere coils (crc141025-30/lot unknown total 5, crc140615-30/lot unknown total 3) of which it is unknown which one, if any, contributed to the event. (B)(4).